Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5au2e. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported by the rep during a lap gastric sleeve. The surgeon first fire on the antrum with a black reload and gore seamguard the surgeon notice at 20mm distal to the proximal crotch that a malformed staple and jagged cut line occurred. The surgeon used suture to invert the concerned area. During the second fire with black buttress the same misformed staple occurred at the same spot. Surgeon believes something may be wrong with the anvil at that spot. Surgeon replaced the plee60a with a new one and continued the case with no further incident. Surgery was delayed 10 minutes. The procedure was completed successfully and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch r5au2e. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.